Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. Device evaluation has confirmed the reported issue. Device evaluation noted due to damage on ccd the image is not displayed. Additionally, evaluation determined, the c-cover has a chip. A definitive root cause could not be identified. Reasonably known information suggests probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit that could lead to image defects. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported no endoscope accessible involving no image during setup/inspection for use on an olympus bronchovideoscope. There was no patient injury reported.